Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high" on the continuous glucose monitor. Cause was not known. Customer administered a correction bolus as well as a correction injection to address the bg. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.